Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the patient went to the emergency room due to syncope. High capture threshold was observed. X-ray revealed dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced.